Event description:
Complainant alleged that during biomed testing the device displayed a "pacer fault" message and the pacer output was out of specification. There was no patient involvement in the reported malfunction.